Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen using cooladvantage coolcore contour applicator and to the lower abdomen using cooladvantage plus, coolcore+ contour applicator and on (B)(6) 2018 to the flanks using cooladvantage coolcurve+ contour applicator and to the upper abdomen using cooladvantage plus, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in the upper abdomen on (B)(6) 2019, tissue presenting as spongy.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the upper abdomen using cooladvantage coolcore contour applicator and to the lower abdomen using cooladvantage plus, coolcore+ contour applicator and on (B)(6)2018 to the flanks using cooladvantage coolcurve+ contour applicator and to the upper abdomen using cooladvantage plus, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in the upper abdomen on (B)(6) 2019, tissue presenting as spongy.